Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and a crack in the battery compartment. It was noted that there was moisture in the battery compartment and the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-jun-2019 with the following findings: a visual inspection of the pump revealed moisture damage behind the display lens. The battery compartment was cracked from the threads to the case seal causing a leak. The battery cap threads were damaged and cap was unable to be secured to pump, duplicating the power issue. A test cap used for testing purposes. The pump powered on using the test cap and was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.